Event description:
It was reported that leakage occurred in a ultrathane mac-loc locking loop multipurpose drainage catheter due to a slit in the tubing. After the catheter was placed in an unknown patient for renal cavity drainage, fluid leakage was found to be coming from damage on the catheter. The leaking catheter was removed and replaced with new device to complete the procedure. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested, but is currently unavailable.

Manufacturer narrative:
(B)(6). Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged.investigation ¿ evaluationon 19nov2021, cook china received a complaint from ms. Jieyan li, a representative at the guangzhou pumei medical tech., located in the city of guangzhou cn reporting the following: during placement of the ult8.5-38-25-p-6s-clm-rh, ultrathane mac-loc locking loop multipurpose drainage catheter, lot number 13957559 the catheter leaked. Upon a visual examination, damage to the catheter was observed where fluid was escaping. A new drainage catheter was replaced to complete the operation.reviews of documentation including the complaint history, device history record (DHR), quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation.one used, damaged catheter was returned to cook for evaluation. Upon visual inspection, a tear, approximately 2 mm in length, was located about 20.7 cm from the proximal end cap. A functional test of the device confirmed leakage from the tear. Cook has concluded that the device was manufactured to specification.additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field.cook also reviewed product labeling. The current instructions for use [IFU__multi_rev5] state the following:"precautions-patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter.¿ based on the available information, inspection of the returned device, and the results of the investigation, the root cause is traced to component failure, being defined as component failure without any design or manufacturing issue.the appropriate personnel have been notified. Cook will continue to monitor for similar complaints.per the risk assessment no further action is required.this report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.